Event description:
Codman nurse reported that the pt called her and explained that he went to the doctors office for a pump refill. When the office administered medication, the pt collapsed. The pt was then given norcan and sent to the hospital. While the pt was waiting for the ambulance, she extracted the medication she injected and it was all accounted for. The pt was then transported to the hospital where the pt was said to have had seizures and memory loss. The pump has not been explanted.

Manufacturer narrative:
This report is being filed late as a result of additional info needed. In addition, it has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.